Manufacturer narrative:
As reported, button one of a 5f mynx control vascular closure device (vcd) was not able to be pressed fully during the procedure. The button could not be depressed at all. Hemostasis was achieved by manual compression within twenty minutes. There was no reported patient injury, and the hospitalization was not extended. The mynx vcd was used during a carotid artery stenting (cas) procedure. A retrograde approach was used. The deployer¿s mynx training status was mynx certified. A 6f non cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was mild vessel tortuosity and mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. There was no damage to the button and the tension indicator aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and the syringe was not returned for evaluation. The sealant was present in its manufactured position but was partially exposed. A split condition was observed to the sealant sleeves. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. Per dimensional analysis, the catheter working length was measured and found within the defined specification. This measurement was obtained using a calibrated ruler. However, the dimensional analysis to measure the slit length could not be performed due to the split condition of the sealant sleeves. A functional simulated deployment test evaluation to ensure functionality was performed. The unit operated as intended¿ the sealant deployed, the balloon retracted, and the deployment sequence was completed without issue. After aligning the tension indicator by pulling distally on the tip, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis. However, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as a partial exposure of the sealant was observed due to the split condition of the sealant sleeves noted. The exact cause of the issue experienced by the customer and the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 issue experienced since it passed functional analysis. However, handling factors (even though it was reported that alignment of the tension indicator was made prior to attempting depression) are possible. Additionally, procedural/handling factors possibly resulted in the split condition of the sealant sleeves (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this condition occurred during use in the procedure or after removal from the patient. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis nor the information available for review suggests that the issue experienced and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, button one of a 5f mynx control vascular closure device (vcd) was not able to be pressed fully during the procedure. The button could not be depressed at all. Hemostasis was achieved by manual compression within twenty minutes. There was no reported patient injury, and the hospitalization was not extended. The mynx vcd was used during a carotid artery stenting (cas) procedure. A retrograde approach was used. The deployer¿s mynx training status was mynx certified. A 6f non-cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was mild vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. There was no damage to the button and the tension indicator aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.